Event description:
Pump alarms upstream occlusion although there was no obvious occlusion. Patient was not happy that the pump continued to alarm after several attempts to fix the alarm by reloading the tubing and changing the position of the tubings.